Event description:
Carefusion's alaris bag spike came apart at the seam that connects the two-piece plastid close system transfer device. The product failure occurred while adding a line to the spike. This was the first of three different product failures, the second of which caused a hazardous drug spill at a hospital. No hazardous drug was added to the bag yet so no harm was done, but this was the beginning of a pattern with spikes with this specific lot number. Also see mw5058689.